Manufacturer narrative:
Product is not expected to return for evaluation. An investigation has been initiated based on the reported information.

Event description:
It has been reported that upon removal, when the biopatch gets wet or absorbs blood the foam expands and the blue liner separates from the foam disc. The foam can be removed, but the blue liner remains and wraps around the catheter, becoming difficult to remove. It was further reported that the facility has experienced a PICC line coming out trying to remove the dressing.